Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient programmer would not turn on and a button stuck error code was displayed. Troubleshooting was attempted to no avail as a result she was unable to turn stimulation on. A replacement patient programmer was sent to the patient. Follow-up identified the replacement patient programmer resolved the issue and stimulation turns on and off as it should.